Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 325, 226 mg/dl. Tests were done 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.